Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia. The customer's blood glucose was 700 mg/dl at the time of the incident. The customer's blood glucose was 278 mg/dl at the time of call. The customer's blood glucose was 729 mg/dl at the time of hospitalization. The nurse stated that they treated the high blood glucose with the insulin pump. The date of the hospitalization was (B)(6) 2015. The nurse stated that there were no air bubbles. The nurse declined to check for site and insulin issues. The nurse stated that the settings were correct and was programmed accurately. The nurse was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. Troubleshooting did not found any issue with the insulin pump. The insulin pump will not be returned for analysis.